Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't found any other complaint on the lot number 9737185. In december, we received one used sample. After desinfection sample was inflated with 30ml and then 50ml of osmosis water, and then deflated. No difficult was observed during thes manipulations. No defect was observed about this catheter, this product was conformed. According to the investigation performed, quality database was checked and revealed no anomaly in relation to this case. A rmf evaluation was performed based on criq 250 - risk identified 11305 & 11307 (hazardous situation: catheter balloon cannot be inflated (or with difficulty)) the evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, during a prostatic catheterization attempt in a patient suffering from urinary septic shock, a silicone prostatic catheter, was filled with 10ml of ppi water, with no possibility of refilling. It was decided to remove the prostatic catheter, but only 5ml of ppi water could be withdrawn from the balloon, making it difficult to remove the catheter. Removal of the catheter caused bleeding and pain to the patient.

Event description:
According to the available information, during a prostatic catheterization attempt in a patient suffering from urinary septic shock, a silicone prostatic catheter, was filled with 10ml of ppi water, with no possibility of refilling. It was decided to remove the prostatic catheter, but only 5ml of ppi water could be withdrawn from the balloon, making it difficult to remove the catheter. Removal of the catheter caused bleeding and pain to the patient.